Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the reservoir had an air bubble. Customer's blood glucose level was 471 mg/dl. The customer took a manual injection of 10 units. The drive support cap looked recessed. The device was not returned.